Event description:
It was reported that there was a hole in the shaft of the foley catheter during use. No abnormalities were detected throughout the catheter. The inlet tube was cut and the bag was discarded.

Manufacturer narrative:
The reported event is confirmed - manufacturing related. Received two (2) photo samples. Both photo samples showcase an overview of a 2-way catheter with cut portion of inlet tubing. Received one (1) used 2-way catheter with cut portion of inlet tubing without original packaging. Visual inspection noted a 0.029" pinhole found on the shaft of the catheter and located 0.3830" from the bifurcation. This is out of specification, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review is not required because labeling could not have prevented the reported failure. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a hole in the shaft of the foley catheter during use. No abnormalities were detected throughout the catheter. The inlet tube was cut and the bag was discarded.